Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pulse generator, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was showing no capture and impedance readings that were out of range high. A lead fracture was suspected. The lead was inactivated during a routine device changeout procedure. No patient complications have been reported as a result of this event.